Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported gloves in the custom pak were not the same and were not marked to be non-latex which they should be and also the drapes were torn. The procedure and patient impact was not provided.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the gloves are not labeled latex-free when they should be. No sample has been returned for evaluation, therefore the condition of the product could not be verified. A review of the reported pak's bill of materials (bom) shows that each unit should be built with '(B)(4), surg,7.5,derma prene,pf (latex-free)'. A review of the ¿jde¿ work order parts list shows that this finished goods lot had a temporary deviation applied. The unavailable component (B)(4), surg,7.5,derma prene,pf (latex-free) was built with (B)(4),surg,7.5,protexis,pf,sy (latex-free)'. The root cause of the customer's complaint is related to dissatisfaction of the approved temporary deviation for this built finished goods lot. This reported lot was built with latex-free gloves. The deviation will not apply to future lots manufactured after the supplier backorder is resolved. No further action will be pursued at this time. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).